Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. Reported impella cp having suction and low flow after implant. A kink was noticed in the cannula due to calcification of the aorta. Patient had calcified short ascending aorta to aortic arch. Imaging confirmed good pump position. No product was returned and no data logs were returned. Low flow - the root cause of the low pump flow was most likely a kinked cannula since a cannula kink was observed at the time of low flow. Cannula kink - the root cause of the product damage cannula kink was most likely patient condition related to the patient's calcified short ascending aorta to aortic arch. H6 medical device problem code 1158 was erroneously entered on the initial manufacturer device report number 1220648-2025-28338. New medical device problem code entered.

Event description:
The user facility reported a 67 year old female patient with an impella cp for support pre surgery. It was noted that the patient had calcified short ascending aorta to aortic arch, that impeded the impella flow causing suction alarm and low flow due to bending of the cannula. Decision was made to replace the pump.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.